Manufacturer narrative:
B5: additional information provided on surgical procedure. H6 & d10: a photograph of the broken device was provided which confirmed the breakage. The definitive root cause could not be determined. The quality investigation is complete.

Event description:
It was reported that during a hallux valgus / scarf akin surgical procedure, the blade broke at the cutting end. No further information was provided. It was subsequently reported that there were no adverse consequences and no medical intervention as a result of this event. The was further reported that there was a procedural delay of two minutes.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the blade broke at the cutting end. No further information was provided.